Manufacturer narrative:
Batch review performed on 28 july 2025: (B)(4) items manufactured and released on 03-aug-2022. Expiration date: 2027-jul-14. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Conclusions: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
Revision for knee instability and the cause is unknown. At about 2 years and 3 months post primary, the surgeon upsized the poly thickness implanting a 13mm to increase stability. The surgery was completed successfully.